Event description:
It was reported that the customer was hospitalized due to a diabetic ketoacidosis. The customer's blood glucose reading was 123 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was using a recalled infusion set at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge